Event description:
It was reported that the pt's pump was explanted because "it stopped working." The pt stated that the "catheter quit and the morphine stopped." The pt stated that it "burned a hole in her spinal cord at t12." She stated that she did not feel informed enough about the potential risks related to her implanted device or information regarding the ability to have an MRI or not. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).